Event description:
After iabp for seven hours, the "gas loss" alarm sounded from the system 97 pump. When the doctor removed the iab, blood was noted in the balloon. (Event complications: none from the event - reported 07/02/97). (Pt's current status: unk -rpt'd 07/02/97).